Event description:
It was reported, by the sales representative, that allegedly the lap scissors were bending the tissue as they reportedly were cutting. The doctor was trying to open up the cystic duct to shoot a cholangiogram. They reported that the distal tip of the scissors were not cutting. It occurred intermittently for the first instrument. A second instrument was available, but it was not cutting either. It was reported that the cholangiogram could not be performed because they could not get the ducts open.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.